Event description:
It was reported that prior to an aorta graft interventional procedure, the sutures of two proglide devices were placed in the left common femoral artery using the preclose technique. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to a 12fr sheath. Reportedly, the sutures of one proglide device were placed successfully. When the plunger was removed, no sutures were attached when placing the sutures of the second proglide device. The sutures of another proglide device were placed; however, following the procedure, when attempting to close the artery, the sutures broke. A cut-down was performed to remove the sutures and close the artery. There was no reported adverse patient sequela. Although, the name of the physician was provided, it is unknown if the physician has been trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.